Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site to evaluate the instrument. The lss inspected the instrument and confirmed that optical density was erratic on p11. The lss upon further troubleshooting it was found dirty mixing bars and determine that the sample probe and the sample syringe were defective. The lss replaced the sample probe and sample syringe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter email information was not provided. Initial reporter customer phone # is : (B)(6). Beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous erratic patient results for glucose (glu). The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics or data, and the exact number of patients affected is unknown.